Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No status indicator flashing pad-pak expiry 2020-12-01. Device will power on and green status indicator will start and come and go.